Event description:
It was reported that the patient was seen with a fractured lead during pre-op. The patient underwent a full revision. No other relevant information has been received by the manufacturer to date. Suspect device has not been received by the manufacturer to date.